Event description:
The customer reported obtaining erroneously high creatinine result involving the beckman coulter au5400 clinical chemistry analyzer. The customer indicated that a creatinine result of 1.1 mg/dl was obtained on (B)(6) 2013 and reported out of the laboratory. The physician deemed the result incorrect and the customer indicated that the result was not used for patient treatment or diagnosis. The sample was repeated on (B)(6) 2013 and a result of 0.4 mg/dl was obtained. The creatinine reagent used by the customer is a third party reagent and the typical reference range for creatinine is 0.5-1.3 mg/dl. Beckman coulter field service engineer (fse) was dispatched and evaluated the degasser for operation. The fse checked the sample probe piping for any occlusions, crimps or pinches and no issues were noted. The fse performed the sample probe wash water volume check as per the au5400 service manual and found the wash water volume to be out of specification. The fse proceeded to replace the sample probe internal wash valve and repair was verified per established procedures. The sample probe internal wash valve is used during sampling to draw the accurate sample volume.